Event description:
Customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, and the issue was resolved with a successful start of their sensor session.